Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device had the service indication illuminated and fault codes logged in the memory possibly indicating a critical failure. Physio-control evaluated the device and found it failing to charge energy and displayed "connect cable" when the charge button was pressed. There was no report of pt involvement with incident.